Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl. A 30 unit correction was administered via injection to address the high bg and due to the amount of insulin used, the bg dropped to 50 mg/dl. Cookies and juice were consumed to address the low bg. Initially, the customer was not sure that the pump was delivering insulin, however, after performing a pump system check with tandem technical support, the customer was confident that the pump was delivering insulin. Tandem technical support advised the customer to discuss the event with a healthcare provider.